Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6011721. Medical device expiration date: 07/31/2017. Device manufacture date: 01/11/2016. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes "sstii-367955-underfill."